Event description:
It was reported to medtronic minimed that the customer's pump was broken, and the pump started beeping. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage, and the customer reported damage to the battery compartment, and the pump's functionality was affected. Troubleshooting was performed for display issues and the customer reported a blank display, and the battery compartment was corroded. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After battery installation, no blank display or audio/beep/vibrate noted. However, unit received with missing segment/display anomaly. Unable to perform the displacement, sleep current measurement, active current measurement, self tests and unable to download history files due to display anomaly. Pump was cut open to perform visual inspection and found cracked/bleeding lcd glass. No moisture damage on the pcba1/pcba, motor, vibrator, during visual inspection. Missing segment/display anomaly due to cracked/bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), broken belt clip rail. Blank display, audio/beep/vibrate, moisture damage not confirmed. Unable to test and unable to download history files due to display anomaly. Unit missing segment/display anomaly due to cracked/bleeding lcd glass and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.